Event description:
It was reported that there was an intermittent lift error associated with the 9800 system. There was no report of pt injury.

Manufacturer narrative:
A ge service rep performed an on site investigation. The malfunction was verified. Replaced the lift power supply. The sys was tested and found to be working as intended and placed back into service.